Manufacturer narrative:
Continuation of d10: product ID a72200 , product type: software, software version: 1.0.1052, ubd: unknown, UDI#: unknown this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a manufacturer representative (rep) was trying to connect the handset to the ins when the handset displayed the following message: ¿system update needed. Your system may require an update. Contact your clinician. Service code: 303.¿ it was noted the patient handset therapy application version was 1.0.1052 and all applications were confirmed to be up to date. The rep reported they were able to communicate with the ins without issue with the clinician app and the rep confirmed the handset had wi-fi and bluetooth connections. The rep continued to see service code 303. The handset therapy application was uninstalled and reinstalled in an effort to troubleshoot the issue; however, the rep continued to receive service code 303 when trying to connect to the ins. It noted that the clinician tablet session reports from the time of the issue had ¿session not properly ended¿ in red letters at the time of the report. A new handset and communicator were ordered for the patient to address the issue. Additional information received noted that the manufacturer¿s technical services group consulted with engineering and found the log files reflected an issue with the handset application. The rep met with the patient two days later on (B)(6) 2022 and walked through the reset flow with the clinician tablet application. The tablet confirmed the reset and that stimulation was off when the ins was interrogated. The stimulation was turned back on and the tablet session was exited. Connection between a new handset and the ins was then attempted; however, service code 303 was observed again. The original handset was then tried again and still yielded service code 303. Device correction in the field was successfully completed by an engineer on 2022-jun-23; the 303 service code was resolved.